Event description:
The hosp reported that during a coronary artery bypass procedure, "it was impossible for the surgeon to deploy the heartstring seal; there was something wrong with the release mechanism of the heartstring." A replacement was used to complete the procedure. The hosp reported no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).